Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/22/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as a bump that was warm to the touch and was located directly below the sensor pod, on the left side of the belly button. On (B)(6) 2016, the patient's spoke to a nurse from their doctor's office and was instructed to apply over-the-counter neosporin cream to the bump. Affected area was treated with the neosporin and patient's mother stated that after 2 days, the bump had pus and then healed. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.